Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient developed twiddler's syndrome, turning the device in the pocket. As a result, the atrial and right ventricular (rv) leads both dislodged. The leads were explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.